Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that they had sensor discrepancies. The insulin delivery was suspended when their sensor glucose value was 67 mg/dl while their blood glucose value was 300 mg/dl. The caller also reported that the customer was hospitalized on (B)(6) 2017 at 2 p.m. Due to diabetic ketoacidosis and high blood glucose. The customer¿s blood glucose level at the time of admission was 600 mg/dl. They were treated with intravenous therapy and a heart monitor. The customer was wearing the insulin pump at the time of hospitalization. The caller declined further troubleshooting for the hospitalization. The device will not be returned for analysis.